Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 5ml luer-lok¿ syringe had scale marking issues. This occurred on 100 occasions before use. The following information was provided by the initial reporter: after opening the package, the staff found that there was a problem of printing location was skewed in the syringe scale.